Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30oct2015. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2018 with worsening fatigue and increased pain, tenderness and foul odor from the driveline site. The patient was in her usual state of health (usoh) until 2 weeks prior when the patient noted worsening fatigue, dyspnea on exertion, lower extremity edema, decreased appetite, intermittent lightheadedness, and pressure-like chest pain on exertion. The patient was started on broad-spectrum antibiotics vancomycin and zosyn upon admission. Blood cultures (bcx) revealed no growth. A driveline swab was positive for proteus mirabilis and mixed gpc. Transplant infectious disease (ID) was consulted and recommended a transition to ceftriaxone. The patient underwent a driveline debridement on (B)(6) 2018. Operating room (or) cultures were positive for proteus. The patient was transitioned to oral cipro at 750 mg twice daily (bid) for a 6-week course. The event reportedly resolved on (B)(6) 2018.